Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters within 10 minutes: 250 mg/dl (aviva system 1) and 90 mg/dl (aviva system 2). Results were obtained using different strip vials of the same strip lot. No action taken based on device results. At the time of the 90 mg/dl result (aviva system 2), customer had symptoms of low blood sugar. Customer is paraplegic and husband is primary caregiver. Husband prepared a peanut butter sandwich for the customer, which she consumed on her own while alert. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.